Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-feb-2025, UDI#: (B)(4) h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was high impedance measurement on electrode 7, electrode 4 showed intermittent high impedances. Due to high impedance of electrode 7, unable to stimulate correct area. There were no contributing factors. Reprogramming was performed. The lead was replaced and the issue resolved.

Manufacturer narrative:
H2. Correction: please note, h6 codes b17, c20, d14, and g02025 no longer apply to this report. H3. The returned lead serial # (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #7 conductor was broken approximately 5.25 cm from the distal end of the lead based off x-ray taken of the break. Analysis identified that the braid wire was broken 47.2 cm from the proximal end, and was protruding through the outer insulation at the anchor site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.